Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was not returned, thus no product investigation was performed. H6) the device was not returned; therefore, the cause of the tightrail becoming stuck could not be established. Per IFU, perforation and death are listed as potential adverse events with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead, a right atrial (ra) lead, and a left ventricular (lv) lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 13f tightrail rotating dilator sheath, the rv and ra leads were removed successfully. Then, the 13f tightrail was used on the lv lead, and advancement was made down to the coronary sinus (cs) ostium; however, when attempting to retract the device, it became stuck on the lead in the superior vena cava (svc). A pericardial effusion was noted and a cs perforation was discovered. Rescue efforts began, including CPR and pericardiocentesis, but were unsuccessful. The patient was assessed and determined further intervention would not be attempted, and the patient did not survive. This report captures the 13f tightrail in use in the area when the entrapment and perforation occurred, requiring intervention but resulting in death.